Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Event summary: (B)(4): analysis of the device is in process; the results will be forwarded when available. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated on (B)(6) 2010; the battery voltage with telemetry was 2.75v and the daily measurement was 2.96v.

Event description:
It was reported that device battery voltage in office was 2.75 volts and measurement in device performance data is less than 2.92 volts. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that device battery voltage in office was 2.75 volts and measurement in device performance data is less than 2.92 volts. The device remains in use. No patient complications have been reported as a result of this event. (B)(6) 2011: it was later reported that the device had reach elective replacement indicator early. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Event summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated on (B)(6) 2010; the battery voltage with telemetry was 2.75v and the daily measurement was 2.96v.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Event summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated on (B)(4), 2010; the battery voltage with telemetry was 2.75v and the daily measurement was 2.96v.